Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphhoplasty at 1 level, for vertebral fracture. Intra-op, the balloon was used for one vertebra and disturbed at 200 psi. The rupture occurred during inflation. The product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual analysis confirmed the presence of blood in the balloon and confirmed that the shape of the balloon indicates that it has been used at least one time in surgery, under pressure. During functional analysis an attempt was done to inflate the balloon, but it was not possible due to a hole or leak in the balloon. After further investigation, the hole has been located and this is a radial rupture of the balloon on the distal peak. Conclusion: based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.